Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had surgery the day before to create a new implantable neurostimulator (ins) pocket because the patient had "nerve problems" in the pocket due to weight loss. Following surgery, the physician indicated that the implanted leads had no issues. The next day, the patient had not urinated at all even after drinking a lot of liquids. When the patient checked the patient programmer, she saw a "call your doctor" icon and it had a power on reset (por) condition. Additional information was requested but was not available at the time of this report.

Event description:
Further follow up information received clarified that there were no nerve problems in the implantable neurostimulator (ins) pocket and confirmed that the reason for the revision was due to the loss of weight by the patient with the need to reposition. It was reported that the power-on-reset (por) message occurred after the revision surgery with no known cause. The por as cleared by the healthcare professional (hcp) and the patient was programmed at the same time to good results. The hcp had not heard anything further from the patient since the programming and was instructed to call them for follow up as needed.

Event description:
Additional information received reported that the patient lost weight and that her implantable neurostimulator (ins) was too superficial. Pocket revision was performed on (B)(6) 2012 and her ins was placed 1.5 centimeters below subcutaneous tissue. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28, lot# v573249, implanted: 2010 (B)(6), explanted: na. Product typ lead product ID 3037, serial# (B)(4), product typ programmer. (B)(4).